Manufacturer narrative:
Concomitant medical products: l331 ipg; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead. The lead was capped and replaced. It was further reported that noise was noted on the right atrial (ra) lead. The lead was capped. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed prior to the revision procedure. It was also reported that suppressed pacing was noted prior to the revision procedure.